Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 06/29/2015 with the following findings: there was evidence of moisture contamination behind the display lens. Due to moisture contamination, the pump powered on with audio and vibration, but the display remained blank. There was no flashing display duplicated. The leak test confirmed a crack in the pump case and at the battery compartment. The pump case was removed and evidence of moisture contamination was throughout the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (flashing display w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.